Manufacturer narrative:
The device has not been returned to omsc but was returned to ocsm for evaluation. Ocsm inspected the device and confirmed the reported phenomenon was reproduced. Ocsm replaced the converter of the power supply unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the laparoscopic surgery, the igniter was defective and there was a malfunction in the examination lamp. The user completed the procedure with the device. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus china sales & marketing (ocsm) and found that the examination lamp of the device was not lit up due to the power supply unit failure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, omsc concluded that the reported event may have been caused by an accidental converter failure, based on the information that the converter was replaced by olympus china sales & marketing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.